Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis, abnormal weight gain, chest pain (pain is located in substernal area and left anterior chest. The pain is sharp.), heartburn, abdominal tenderness, chronic insomnia, gastroesophageal reflux disease, tension headache, back muscle spasms, abdominal pain upper, cervicalgia, thoracic sprain and muscle spasms. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("fatigue"), migraine ("migraines") and weight fluctuation ("weight fluctuation"). At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, fatigue, migraine and weight fluctuation outcome was unknown. The reporter considered autoimmune disorder, fatigue, genital haemorrhage, migraine, pelvic pain, uterine perforation and weight fluctuation to be related to essure. "Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: fatigue". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis, abnormal weight gain, chest pain (pain is located in substernal area and left anterior chest. The pain is sharp.), heartburn, abdominal tenderness, chronic insomnia, gastroesophageal reflux disease, tension headache, back muscle spasms, abdominal pain upper, cervicalgia, thoracic sprain and muscle spasms. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("fatigue"), migraine ("migraines") and weight fluctuation ("weight fluctuation"). At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, fatigue, migraine and weight fluctuation outcome was unknown. The reporter considered autoimmune disorder, fatigue, genital haemorrhage, migraine, pelvic pain, uterine perforation and weight fluctuation to be related to essure. "Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue" lot number:846827, manufacture date: 2011-03, expiration date:2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.